Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of questionable glucose results for 2 patients from accu-chek inform ii meters serial numbers (B)(4) using the same test strip lot. Of the data provided, there was a discrepant glucose result for 1 patient compared to a cobas b123 analyzer. At 00:22 the glucose result was 3.2 mmol/l on a cobas b123 analyzer using a venous blood sample. At 00:27 the glucose result was 2.1 mmol/l on the accu-chek inform ii meter. It was asked but not clear if the sample was capillary blood. There was no allegation of an adverse event and no harm to the patient. The patient was on insulin infusion and was treated for hypoglycemia after the low blood glucose result. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The accu-chek inform ii meter serial number "(B)(4)" provided in the initial MDR should have been "(B)(4)".

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.